Event description:
It was reported that the patient had the tactra penile prosthesis revised as the patient previously only had 1 rod. The surgery was to place a second rod. No patient complications were reported.

Event description:
It was reported that the patient had one cylinder implanted but there was an injury to the other side. After the injury healed, this surgery was performed to place the second cylinder. There were no further patient symptoms or complications.